Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed engagement and recognition test. The instrument passed the electrical continuity test. The instrument failed the energy delivery test causing the instrument not to move properly as reported by the customer. The complaint regarding moved poorly was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that the maryland bipolar forceps instrument moved poorly. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was observed by the customer during the procedure. It is unknown if an arcing event occurred. Another energy instrument in use during this procedure was a long bipolar grasper. There was no injury to the patient.